Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. A specific cause could not be determined for this evaluation. The controller event log file captured events from 26feb2026 through 04mar2026. Intermittent com_a_ fault was captured on 28feb2026, 02mar2026, 03mar2026, and 04mar2026. On 04mar2026 at 10:55:42, the driveline power fault alarm was active due to a power b broken fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. It was reported that the log files were submitted for review. It was later communicated that the cause of the alarms were not identified. The alarms were resolved when the modular cable and controller were exchanged. They exchanged the system controller as a new modular cable was needed. The modular cable, lot 11031853, was not returned for analysis. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 entitled alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 warns to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. This section also instructs (under subsection "caring for the driveline") the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. It appeared that the event log file recorded a driveline power fault b and intermittent driveline comm fault a on 03mar2026 and 04mar2026. Motor function was not affected by this event. They exchanged system controller as new modular cable was needed. The cause of driveline disconnect alarm was due to the system controller exchange. The cause of the driveline power fault b and driveline comm fault a was not identified. They were recommended to change the system controller and the alarms resolved after the exchange.

Event description:
It was reported that the log files were submitted for review. It appeared that the event log file recorded a driveline power fault b and intermittent driveline comm fault a on 03mar2026 and 04mar2026. Motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.